Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedances of greater than 2000 ohms, as well as inappropriate anti-tachy pacing (atp) due to noise. As a result the lead was explanted and successfully replaced. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.